Manufacturer narrative:
(B)(4).

Event description:
It was reported that "[the filter] opens under traction of the coax tube which ventilates the patient". Multiple attempts made to customer for additional information has been unsuccessful. Patient information unknown at time of report.

Manufacturer narrative:
(B)(4). The actual device was returned and sent to the manufacturing site for evaluation. A visual exam was performed and it was observed that the product was detached. The complaint has been confirmed. The manufacturing site reports that the issue is supplier related and a non-conformance was opened to address the issue.

Event description:
It was reported that "[the filter] opens under traction of the coax tube which ventilates the patient". Multiple attempts made to customer for additional information has been unsuccessful. Patient information unknown at time of report.